Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd intervascular administration set experienced device damage while still considered operable. The following information was provided by the initial reporter: rn noticed IV line infusing dobutamine was broken proximal to hub.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the as lvp 20d 2ss cv intervascular administration set experienced device damage while still considered operable. The following information was provided by the initial reporter: rn noticed IV line infusing dobutamine was broken proximal to hub d2: medical device brand name: as lvp 20d 2ss cv d4: UDI # (B)(6) d4: medical device lot #: 21105441 d4: medical device expiration date: 2024-10-07 h4: device manufacture date: 2021-10-07 d4: medical device lot #: 21105521 d4: medical device expiration date: 2024-10-08 h4: device manufacture date: 2021-10-08 d4: medical device lot #: 21105603 d4: medical device expiration date: 2024-10-08 h4: device manufacture date: 2021-10-08 d4: medical device lot #: 21105448 d4: medical device expiration date: 2024-10-07 h4: device manufacture date: 2021-10-07 d4: medical device lot #: 21105520 d4: medical device expiration date: 2024-10-08 h4: device manufacture date: 2021-10-08 d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-22 g.5. PMA / 510(k)#: k944320 h6: investigation summary one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the received sample identified that the tubing separated from the inlet port of the y-site smartsite body. Further investigation under magnification indicates that there is a lack of solvent present on the y-site smartsite body and the infusion set tubing. The customer reported the material number and lot number of the infusion set to be, "unknown." Investigation of the smartsite numbers identified the material number to be 2420-0007 with the follow possible lot numbers: 21105441, 21105521, 21105603, 21105448 and 21105520. A device history record review for model 2420-0007 lot number 21105441 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21105521 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21105603 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21105448 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21105520 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is a lack of solvent applied at the joint location of the y-stie smartsite and the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the as lvp 20d 2ss cv intervascular administration set experienced device damage while still considered operable. The following information was provided by the initial reporter: rn noticed IV line infusing dobutamine was broken proximal to hub